Event description:
A open surgery on the cervical and thoracic spine, with intended placement of 6 vertebra screws at t3-t5, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d navigation 2.0 intraoperatively the surgeon discovered that the trajectory for 1 of the 6 screws placed with the aid of navigation deviated from its intended position (at right t5, causing a leakage of cerebrospinal fluid).

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a drilling was performed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): - the deviation of the drilling for 1 of the 6 pedicle screws, performed with the aid of navigation, was directly detected by the surgeon before finalizing the surgery - the resulting csf leakage was directly fixed with surgical intervention during the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no permanent harm or negative effect to the patient due, despite a direct (or increased) risk to harm a critical structure due to the deviating drilling, and also not due to surgery/anesthesia prolong of 30 minutes. There is no indication of a systematic error or malfunction of the brainlab device. This incident scenario (hazard and cause) was anticipated in the product risk analysis, the measures are appropriate and effective, and there is no indication that the risk assessment in the product risk analysis is no longer valid. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating drilling at right t5 (causing a leakage of cerebrospinal fluid) was: - a combination of a change of patient anatomy between the registration scan and actual position and lack of rigid connection between the array fixation/registration (t3) and instrumented level (t5). Apparently, the resulting deviation between the registered pre-operative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.